Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the connector pin was returned bent. Helix extends and retracts within specification. Blood/tissue visible on helix. Lead passed introducer test.

Event description:
It was reported that intra-operatively, the physician had a difficult time placing the lead. After several attempts, the lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.